Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that the patient was asking for a "new device" because the one they received after surgery for the new pump was "really glitchy" and they had to reset it every day. The patient stated that they would give a bolus and it got to 90% and "sits there". The patient stated that the other device did not do that. Patient services reviewed information and assisted the patient with clearing data on the handset. The patient was then able to connect to the pump and deliver a bolus without any issue on the call to patient services. The patient stated that they had to "reset once a day" because the communicator kept blinking blue and they had to reset for it to connect. This issue was not occurring on the call to patient services. The patient stated that it would researching and "not connecting and can't find device or whatever". Patient services reviewed closing all applications and turning off/on the communicator. Patient services reviewed best practices for connecting to the pump. The patient planned to monitor the lag issue and call back if further assistance was needed. The patient was redirected to the healthcare provider (hcp) if the issue connecting to the pump persisted. The patient had 17 boluses per day.

Manufacturer narrative:
H6. Fdc code d0108 and img code g02010 are no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting when they try to bolus, it was taking a long time and lags at 90 percent. Agent reviewed information and assisted the patient with clearing data. Patient was able to connect to the pump without issue. Patient would call back if further assistance was needed and stated they had to "reset" the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.